Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy procedure, the monopolar curved scissors (mcs) tip cover accessory had a tear. The tip cover was removed immediately. No part of the tip cover was left in the patient. Procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.